Event description:
Reporting status: malfunction. Reporting rationale: distal shaft separation has caused or contributed to patient injury previously. Device issue: distal shaft separation. It was reported that during preparation and insertion of the rx zeta stent delivery system (sds) onto the guide wire the shaft broke into two pieces at the proximal part. No additional event or patient information is available. This is being reported based on the returned product evaluation, which revealed a distal shaft and balloon separation.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the balloon. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The balloon was separated at the proximal seal. The material at the distal end of the separation was jagged. The inner member was separated 1.6 cm distal to the guide wire exit notch. There was a kink in the inflation lumen 3.9 cm distal to the guide wire exit notch. The inner member was smashed 1.5 cm proximal to the proximal seal for a length of 4 mm. There was a kink in the hypotube 4.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and the returned device analysis. It was reported that the rx zeta broke as the sds was advanced onto the guide wire. Analysis of the returned device confirmed that the sds was separated into two pieces; the outer member was separated at the proximal balloon seal while the inner member was separated 1.6 cm distal to the guide wire exit notch. Both of the separations appeared slightly stretched and jagged, which suggests that force was used to pull the device apart. There was no blood observed on the returned device, which suggests it was not used in the patient anatomy, though the contrast in the balloon suggests that the sds was prepared with positive pressure at some point. The inner member was found to be smashed proximal to the proximal balloon seal, which can be the result of mishandling either before or after the separation occurred, though this could not be confirmed. There were also two kinks noted in the returned sds, though both were only in the outer member, and thus would not have affected any difficulties inserting the device over the guide wire. Based on the incident information and returned device analysis, it appears that the root cause of the separation was force applied to the rx zeta, and thus the operational context of the device. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.